Event description:
The customer's mother reported via phone call that the insulin pump had numbers that would not stop flashing and alarmed button error. The caller did not know the blood glucose reading. The caller did not observe any significant events leading to the alarm and keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was not received with any button error alarm. The insulin pump had intermittent button response due to moisture damage at the keypad trace. The insulin pump was also received with a minor scratched liquid crystal display window, cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.